Manufacturer narrative:
On 2019-mar-12 arjo was informed about incident on hoyer 600 passive floor lift. Following provided information, during transfer from bed to chair, the metal bracket holding the scale with a spreader bar broke. As an outcome, the resident fell to the floor, and detached components: the scale and spreader barfell on patient's chest. In effect, the resident suffered small laceration to back of her head and bruising on her arms and chest. The review of reportable complaints registered under hoyer 600 brand name shown a limited number of events related to scale and spreader bar detachment. Further analysis revealed that there is no statistically significant trend. Hoyer 600 is a floor based mobile sling lift, intended to be used for safe lifting and transfers of patients. It was offered to the customers in a different configurations, inter alia with an electronic scale that allows the caregiver to conveniently weigh their resident while performing a transfer. Hoyer device (model number: hpl-600wbsc) involved in this complaint was equipped with a scale (model number: 700.00510). The lifting arm and the scale connection consists of two brackets. Following provided description and photographic documentation, the top bracket on the end of the lifting arm was deflected, what could indicate consistent over tightening. The lower bracket (assembled to the scale with the locknut) was completely torn out. Hoyer installation and instruction manual (iim, document number 001.06121 rev. 0) indicates necessity of a daily checks and annual preventive maintenance routine. "Always carry out the daily checklist before each lift use. Hpl600wb accessories must be inspected annually in addition to the daily and other periodic visual checks done by the user specified in this section. Preventive maintenance specified in this manual can prevent accidents and reduce repair costs. (...) The following procedure must be followed before each use. - inspect the lift for any damage. If there are any cracks or other damage on the lift, or any parts are missing - do not use it. Contact your local representative to have the lift serviced. - inspect the carry bar for any signs of cracking or damage and that it rotates freely." This lift was manufactured by bhm medical inc. In magog, canada (arjo predecessor) in february 2009, which means that it was used for about 10 years. The maintenance was performed by a third party company. The date of the last service and its frequency is unknown. Due to limited information collected during investigation, we have not managed to find the root cause with certainty. Assessment of damaged component show overtightening of the upper bracket what could impact the durability of the bracket connection. To sum up, the connection between scale and lifting arm disconnected during resident's transfer, what caused an adverse consequences to the resident. The device was used for a patient transfer and in that way played a role in the incident. The product failed to meet the manufacturer's specification.

Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684). Arjo technician who attended on-site visit, confirmed poor condition of the device which was 10 years old. The date of the preventive maintenance, which was performed by a third party company, was not provided. Additional information will be provided upon conclusions of the investigation.

Event description:
On 2019-mar-12 arjo was informed about incident on hoyer 600 passive floor lift. Following provided information, during transfer from bed to chair, the metal bracket attaching the scale to the lifting arm broke and caused resident to fall to floor. The scale and arm of lift fell on resident; she suffered small laceration to back of her head and bruising on her arms and chest.